Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hole in the extension tubing and no issues with catheter or cassette. This was continuous infusion, the medication involved was opsumit, remodulin mdv, sterile diluent for remodulin. Patient was able to successfully continue their infusion, and the infusion was life sustaining. There were patient involvement and no patient harm. The patient was a 59-year-old female patient with initial df with weight 130lbs was involved in the event. The IV fluid was infusing at the rate of 1.6ml per hour, and the manufacturer of fluid was united therapeutics. The concentration of medication was 2.5mg per ml and the drug was infused via central line which was used for the diagnosis of pulmonary arterial hypertension. The outcome of the event was resolved.